Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 423 mg/dl. Customer also stated that they received the no delivery alarm during the manual prime. Customer stated that the insulin did not exit. The device will be returned for analysis.